Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 98 mg/dl. The caller stated that the insulin pump may have been exposed to moisture, as it was disconnected in the bath. The blood glucose reading was 150 mg/dl during the time of the call, and it was 250 mg/dl during nighttime. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was found on the keypad traces during the visual inspection. No moisture damage was found on the electronics, motor, battery tube, or vibrator during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.